Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 13/apr/2023, a call was placed to customer support on behalf of this patient on peritoneal dialysis (pd) reporting that the patient was experiencing ¿draining slowly¿ messages and ¿drain complications with the fresenius cycler. It was stated no visible fibrin was observed but that the patient was adding medication to the pd solution bags. During the call, it was reported that the patient subsequently required hospitalization for fluid retention and a request was made to have the fresenius cycler replaced. In additional follow up, a pd nurse familiar with the patient reported that the patient was experiencing many alarms when using the fresenius cycler (dates unknown). The patient was also using heparin in the pd solution bags to mitigate fibrin in the pd catheter (not a fresenius product), per patient standing orders. The nurse confirmed the patient was subsequently hospitalized (date not provided) for fluid volume overload. The nurse indicated that the patient continued pd therapy in the hospital and did not experience any alarms on the hospital cycler. The nurse alleged that the fresenius cycler was malfunctioning as the patient continued to experience drain complications once using the fresenius cycler at home. As a result, the pd nurse was requesting a replacement for the patient to prevent another event of fluid overload. The nurse stated the patient is continuing pd therapy with a new cycler without further reported issues.

Event description:
On (B)(6) 2023, a call was placed to customer support on behalf of this patient on peritoneal dialysis (pd) reporting that the patient was experiencing ¿draining slowly¿ messages and ¿drain complications with the fresenius cycler. It was stated no visible fibrin was observed but that the patient was adding medication to the pd solution bags. During the call, it was reported that the patient subsequently required hospitalization for fluid retention and a request was made to have the fresenius cycler replaced. In additional follow up, a pd nurse familiar with the patient reported that the patient was experiencing many alarms when using the fresenius cycler (dates unknown). The patient was also using heparin in the pd solution bags to mitigate fibrin in the pd catheter (not a fresenius product), per patient standing orders. The nurse confirmed the patient was subsequently hospitalized (date not provided) for fluid volume overload. The nurse indicated that the patient continued pd therapy in the hospital and did not experience any alarms on the hospital cycler. The nurse alleged that the fresenius cycler was malfunctioning as the patient continued to experience drain complications once using the fresenius cycler at home. As a result, the pd nurse was requesting a replacement for the patient to prevent another event of fluid overload. The nurse stated the patient is continuing pd therapy with a new cycler without further reported issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler (with report of drain complications) and the patient¿s hospitalization for fluid volume overload. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. It was reported by the patient¿s pd nurse, that the fresenius cycler had multiple drain complication alarms and it was alleged the cycler was malfunctioning prior to hospitalization. At the time this clinical investigation was completed, the manufacturer product investigation on the cycler is pending. Therefore, it cannot be determined if the reported drain complications were from a device malfunction or due to a patient related issue. However, the patient was also utilizing heparin in the pd solutions bags to mitigate fibrin in the pd catheter (not a fresenius product). Drain complications during pd treatment is known to be caused impaired pd catheter function from fibrin and therefore could have been a significant variable in this event. Upon review of the information available, the fresenius cycler cannot be excluded as a potential cause/contributory factor in the patient¿s fluid overload event.

Manufacturer narrative:
Correction: the g3 date in the initial MDR was inadvertently submitted as 04/14/2023, however the correct g3 date was 04/13/2023.

Event description:
On (B)(6) 2023, a call was placed to customer support on behalf of this patient on peritoneal dialysis (pd) reporting that the patient was experiencing ¿draining slowly¿ messages and ¿drain complications with the fresenius cycler. It was stated no visible fibrin was observed but that the patient was adding medication to the pd solution bags. During the call, it was reported that the patient subsequently required hospitalization for fluid retention and a request was made to have the fresenius cycler replaced. In additional follow up, a pd nurse familiar with the patient reported that the patient was experiencing many alarms when using the fresenius cycler (dates unknown). The patient was also using heparin in the pd solution bags to mitigate fibrin in the pd catheter (not a fresenius product), per patient standing orders. The nurse confirmed the patient was subsequently hospitalized (date not provided) for fluid volume overload. The nurse indicated that the patient continued pd therapy in the hospital and did not experience any alarms on the hospital cycler. The nurse alleged that the fresenius cycler was malfunctioning as the patient continued to experience drain complications once using the fresenius cycler at home. As a result, the pd nurse was requesting a replacement for the patient to prevent another event of fluid overload. The nurse stated the patient is continuing pd therapy with a new cycler without further reported issues.